Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 we have found build-up of substances (likely protein) in the shuntassistant were no visible deposits detected. Based on our test results, we cannot detect a malfunction on the shunt system at the time of our investigation. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx442t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be not adjustable. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient informations: age: (B)(6) height: 120 cm weight: (B)(6) .